Event description:
Reporter alleged the customer lost consciousness and was treated by paramedics, due to the readings on the blood glucose monitoring device. Reporter stated customer tested glucose in the morning, value not provided, however stated the meter had been reading in the 300s & 400s mg/dl. Reporter stated customer took insulin after morning reading and was found unconscious at 9 pm that same evening when paramedics were called. Reporter indicated paramedics result was 27 mg/dl and treated customer with a glucogon injection to elevate glucose levels. Reporter indicated medication and food was consumed as normal, however no controls were used the day of the alleged event. A request was made for the return of the suspect device and replacement product was sent.